Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since defective samples were not received for relevant testing, the specific composition of the foreign matter cannot be determined, and therefore the exact source of the foreign matter cannot be identified. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
(B)(6) 2025, 15:40 while administering an IV infusion as ordered, a catheter needle was used. After insertion, excess plastic debris was observed on the needle catheter, potentially leading to impurities remaining in the patient's body. The catheter needle was removed, and a second puncture was performed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.